Event description:
Dealer states on the left side lower rear of arm base, the piece that allows the arm to flip back has broken off. No report of injury or ill effect.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1143190, rev j (nov-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The dealer is going to repair affected part.